Event description:
It was reported that a part (sleeve) was missing from the plastic tubing inside the package of the guidewire.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted by the customer which showed the plastic distal end missing. The guidewire was returned in the opened original packaging. An evaluation of the physical sample was completed by tommy st. Vincent of memry corporation on 29apr2022. The coated wire appeared to be further removed from the assembled hoop without the plastic distal end. It is unknown how the guidewire ad plastic distal end was removed from the assembled hoop. A review of memry inspection records show no issues or internal non-conformance reports were found that could have contributed to the event. A potential root cause for this event could be, "inspection results (measurement, testing data) not verified by iqa assignee, error of inspector". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." The actual/suspected device was inspected

Event description:
It was reported that a part (sleeve) was missing from the plastic tubing inside the package of the guidewire.